Event description:
It was reported that the implant at tooth site #9 was removed due to bone loss & infection. Patient had implant placed with bone graft for a small defect between the implant. When seen for follow up the incision was closed but I could probe into the incision towards implant. Prescribed antibiotics and saw patient again for follow up. On (B)(6) 2024 I decided the open the flap and place healing abutment. I noticed bone loss around the coronal aspect of both implants approximately 2-3mm. Since the implant were new, decided to remove, graft area and start again.

Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.